Event description:
When care giver tried to recap the needle it went through the side wall of the needle cap, injuring the care giver. We have no information suggesting that any post exposure prophylactic treatment or medical intervention was initiated.

Manufacturer narrative:
Osha standards 29 cfr 1910.1030(d)(2)(vii) states, contaminated needles and other contaminated sharps shall not be bent, recapped or removed unless the employer can demonstrate that no alternative is feasible or that such action is required by a specific medical or dental procedure. Such bending, recapping or needle removal must be accomplished through the use of a mechanical device or a one-handed technique. We have no information pertaining to the reason why the care giver decided to recap the needle, however according to the regulation above, the needle should not have been recapped, but discarded into a sharps container. We consider this incident to be misuse of product.